Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 276 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent.

Manufacturer narrative:
The device was received with the soft cannula deployed. Inspection of the exposed portion of the soft cannula found it to not be bent, kinked, or damaged. The download data showed that an 0x40 alarm had been generated. The data shows a failure of the rotational sensor to transition at the end of the data, however no change in pulse width is observed that would indicate a drive stall. Rerun of the device resulted in the generation of an 0x41 alarm. Rotational sensor errors were observed in the data. Inspection of the drive mechanism components found evidence of fluid contamination on the commutator cap. A leak test was performed by occluding the fluid path, rotating the ratchet gear, and checking the fluid path for leaks. A tear was observed in the unexposed portion of the soft cannula 0.271 inches from the soft cannula nailhead, resulting in an internal leak. The internal fluid leak contributed to the fluid contamination on the commutator cap and the subsequent 0x40 alarm.